Event description:
It was reported that a fracture was observed on the right atrial (ra) lead. It was also reported that high atrial thresholds were observed on the ra lead. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 310c31 tissue valve; implant date: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the distal conductor was extrinsically fractured from over-rotation at I mplant/explant. The distal conductor was extrinsically distorted from over-rotation at implant/explant. The proximal conductor of the lead became extrinsically fractured due to pulling/stretching/overstress. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. The body of the lead was extrinsically damaged. Visual analysis of the lead indicated apparent explant damage. The analyst noted the lead was received with the guidewire stuck in it. Therefore destructive analysis was performed to complete testing. Distortion and fracture of the distal conductor within the is-1 connector was observed. This is indicative of the connector pin being turned an excessive number of times during helix retraction. No insulation breach in-vivo of conductor fracture in-vivo was observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.